Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: during investigation, the pump powered up to a fully illuminated display. No lines were present in the display. The pump case was removed to find the display flex cable fully inserted into the display flex connector and connector latched. No evidence of moisture was found inside the pump.